Manufacturer narrative:
(B)(6) follow up report for correction. This complaint was determined to be a service issue and not a manufacturing failure.

Event description:
This complaint was determined to be a service issue and not a manufacturing failure.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 package was damaged / defective. The following information was provided by the initial reporter: material # 302995, batch # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Hello, injuries or adverse event: no. Item: 302995. Quantity affected: 2bx. Serial/lot number: unk. Po: (B)(4). Are any samples available for return? Yes. Reported issue: per customer. ¿boxes are splotchy with blackish colored spots and looks like they had been soaked and dried. The boxes smell strongly of mold and I opened one box and the tyvek on the syringes look slightly discolored and also smell. I am afraid to use these.¿ " there was no damage to the outside shipping box and this did not appear to have been opened/re-taped. The inside boxes appeared to have been wet at some point and dried and smelled strongly of mold. The tyvek on the syringes was discolored and also smelled of mold" customer disposition request: credit medline customer contact information:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.